Event description:
Paramedics arrived at the home of a 33 year old male in apparent cardiac arrest. Patient was in ventricular febrillation, unresponsive, and had no vital signs. After a 200 joule shock, the rhythm converted to asystole. Soon after, the defibrillator went dead. The battery was replaced, drugs were administered, and ventricular febrillation returned. A 300 joule shock was delivered. The rhythm converted to asystole again, and the unit again went dead. A third battery was inserted, but the device did not come back on. The patient did not survive. Subsequent tests on the defibrillator indicated that it was functioning normally. Tests of the 3 batteries involved determined that 2 of them had low capacity, and one had almost no capacity. The maintenance logs attached to the batteries indicated that the battery preventive maintenance (required by the user's manual) had not been performed for 18 months. The event is not occurring more frequently or with greater severity than is usual for the device.